Manufacturer narrative:
A bci field service engineer (fse) replaced both valves, and this resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a t valve leak above the cartridge chemistry sample syringe. No injury was reported.